Manufacturer narrative:
Additional information was received that the patient underwent a replacement procedure wherein the ipg and both leads were replaced per physicians preference. It was stated the leads had migrated which caused inadequate stimulation. It was also reported that the patient needed to charge the ipg frequently. The patient was doing well postoperatively. Additional suspect medical device components involved in the event: model#: c-2218-50 serial #: (B)(4) description: linear st lead, 50cm the explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.